Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0agsr, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was no set screw in the device for the torque wrench to screw into. Multiple attempts of screwing in the device were made, but did not work. The device was not implanted and another one was used. Nine days later it was reported that the lead was connected into the defective device and the physician used the torque wrench to tighten the set screw. The physician noticed there was no set screw in the device and used a different one. The second device was connected and tightened with the torque wrench. The patient was receiving good outcomes with her device.